Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ablation procedure, catheter irrigation ports were not irrigating properly. An intellanav oi ablation catheter was used during a procedure to treat flutter. Following delivery of ablation energy, ¿eventually¿ the irrigation pump alarmed and indicated an occlusion downstream. It was verified that everything was working correctly and an attempt was made to continue the procedure; however, the alarm indicating occlusion occurred again. The catheter was removed from the body and it was visually observed that the irrigation ports were not all irrigating properly. It was unknown how many of the ports were not irrigating, but some ports were producing seemingly normal streams of irrigation, while others were not. The physician inspected the catheter and wiped the tip, but irrigation did not improve. Another intellanav oi was used to complete the procedure, and it was noted the difference in irrigation spray was significant. There were no patient complications; the patient was ¿fine.¿

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device found several of the irrigation ports had a white substance, determined to be oxidized solder and saline residue, around the perimeter of the ports and in the tip, partially blocking the ports. The obstructions were securely attached to the tip. Internal cracks were observed in the luer; however, there did not appear to be any loose pieces. The device was connected to a metriq pump at a flow rate of 60 ml/min; it was confirmed only one of the six irrigation ports produced a normal spray, while one port produced partial spray and four ports produced droplets of saline. Microscopic inspection afterward confirmed the obstructions were still present in the ports. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. Updated: device evaluated by MFR. (B)(4).

Event description:
It was reported that during an ablation procedure, catheter irrigation ports were not irrigating properly. An intellanav oi ablation catheter was used during a procedure to treat flutter. Following delivery of ablation energy, ¿eventually¿ the irrigation pump alarmed and indicated an occlusion downstream. It was verified that everything was working correctly and an attempt was made to continue the procedure; however, the alarm indicating occlusion occurred again. The catheter was removed from the body and it was visually observed that the irrigation ports were not all irrigating properly. It was unknown how many of the ports were not irrigating, but some ports were producing seemingly normal streams of irrigation, while others were not. The physician inspected the catheter and wiped the tip, but irrigation did not improve. Another intellanav oi was used to complete the procedure, and it was noted the difference in irrigation spray was significant. There were no patient complications; the patient was ¿fine.¿